Manufacturer narrative:
D4 lot: 2703991. A titan otr pump, cylinders 1 and 2, and reservoir were received for evaluation. Microscopic evaluation revealed partial separations within abrasion on the pump inlet tubing. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on the pump inlet tubing and the longer pump exhaust tubing, indicating repetitive contact between surfaces. Microscopic evaluation revealed the detachment end of the shorter pump exhaust tubing to be rough and irregular, indicating sufficient stress was exerted to separate the site (note 3). No functional abnormalities were noted with the pump. Microscopic evaluation revealed the detachment end of the cylinder 1 exhaust tubing to be rough and irregular. No functional abnormalities were noted with cylinder 1 or cylinder 2. Microscopic evaluation revealed groups of uniform striations on the reservoir strain relief, indicating contact with unshod instrumentation. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, surface abrasion, noted on the pump inlet tubing and longer pump exhaust tubing, matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning, in combination with device usage over time, may have contributed sufficient stress on the shorter pump exhaust tubing. It was concluded that the rough and irregular surfaces associated with the detachment ends of the shorter pump exhaust tubing and exhaust tubing of cylinder 1 indicated that sufficient stress(s) was most likely exerted to separate the site while in-vivo. A separation of this type may then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to tubing fracture. No other adverse patient effects were reported.